Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported a discordant human chorionic gonadotropin (hcg), result obtained on an advia centaur xp instrument. Customer support engineer (cse) was dispatched and inspected the instrument. Cse cleaned the sample dispense port area and adjusted the sample probe. Additionally, cse checked the aspirate probe sleeves and cleaned them. Daily cleaning procedure (dcp) and quality controls (qc) was run and system was fully functional on departure. There was sample buildup around that dispense port. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant human chorionic gonadotropin (hcg) patient result was obtained on an advia centaur xp instrument. The initial result was reported to the physician(s) and questioned. The same sample was repeated on an alternate instrument twice and a urine sample was done to confirm results. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.